Manufacturer narrative:
Based on the claim against the product by the customer noting one of the surgeon side consoles (ssc) was having issue releasing tissue with the sureform 60 stapler, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse calibrated and verified the grips. The system was tested and verified as ready for use. No parts were replaced. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, two sureform 60 staplers were not engaging. Stapler instruments were not clamping while pressing the blue button. No errors were found in the logs. Site decided to re try the engagement later in procedure. Site called back and stated that stapler being unable to release the tissue. Surgeon moved over to the second surgeon side console (ssc) and was able to take control and release tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically. The delay was less then 15 minutes as the surgeon just switched to the other ssc.